Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good post procedure.